Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis (fa). Fa investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage to the conductor wire. The instrument was visually inspected and evaluated for its electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. As the reported event could not be confirmed or replicated during the failure analysis and no patient harm was reported, no specific risk can be associated with this event. Furthermore, the probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted surgical procedure, maryland bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.